Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, chest restriction. There was no report of serious or permanent patient harm or injury. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging shortness of breath, chest restriction. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Unknown white, brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Unknown gray and black hairs or fibers at the air input of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal and the blower motor seal had potential gray fibers on it. Blower motor nut had potential contamination on it. Pil observed black contamination, consistent with keratin, at the air outlet of the blower box. Unknown black (inconsistent with degraded sound abatement foam), brown and white specs of contamination on the bottom the blower box. Also, a few tiny pieces of potential black hair or fiber in the bottom of the blower box. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.